Event description:
Reporter indicated that vns patient was scheduled for explant due to persistent postoperative neck incision drainage. Further follow-up revealed that the infection had cleared and that the explant surgery was cancelled. Review of manufacturing recrods for both the pulse generator and the bioplar lead confirmed sterilization of devices.